Manufacturer narrative:
E1: initial reporter address: sector - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed from the return line connector of a prismaflex m100 set while connecting the set to the patient catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, it was observed that the luer connector of the return line was broken, which allowed the leakage. These components are provided preassembled by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken connector was determined to be related to the design of the component. A CAPA (corrective action/preventive action) record as well as a design change control were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.